Event description:
It was reported that a detached vena cava filter leg was identified as an incidental finding in x-ray images taken for an unrelated condition. The detached leg was located in the ivc, inferior to the filter. There are no plans to retrieve the detached limb. There was no report of pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.